Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing in the patch during an open carotid artery procedure, they had made 30 out of 35 passes with the needle and when they came up to regrab the needle, it broke in half. The broken side was in the needle driver. They continued to suture in patch and had one or two throws left to complete the case. There was no patient injury.